Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to a software anomaly.

Event description:
The customer reported that the ventilator was on a patient and the unit stop cycling and the user interface module (uim) screen went blank. The customer was stacking breaths so the ventilator was removed from the patient and the patient was switched to a different vent. The next day a respiratory therapist (rt) who was unaware of the issue was cleaning the unit and went to perform the extended systems test (est) and the screen would not turn on and was then pushed to the biomed shop. The biomed was unable to confirm the issue of the unit not cycling as he was unable to access the events log.